Manufacturer narrative:
Conclusion: a device history record review could not be performed as unique device identifier numbers were not provided. With the limited information received, a root cause could be determined.

Event description:
Requests for additional information did not provide any further details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient with a transcatheter pulmonary valve (tpv) was observed as being hemodynamically unstable following device implant. Transesophageal echocardiography showed a traumatic aortopulmonary window (apw) in the uppermost portion of the ascending aorta. Hemodynamic stability was achieved after closure using a 10 mm occluder. The patient remained symptomatic in the subsequent weeks, and was treated with a covered stent for a residual left-to-right shunt in the proximal margin and replacement of the occluder (which dislocated during the shunt procedure) with a polytetrafluoroethylene patch. The patient had an uneventful recovery prior to discharge. The patient¿s previous medical history included a surgical procedure to resolve dextrotransposition of the great arteries shortly after birth, and placement of a covered stent on the main pulmonary artery for supravalvular pulmonary stenosis.

Manufacturer narrative:
Additional information is being sought from the article's author contact. The available information indicates that the device remains implanted. (B)(4). Article: aortopulmonary window due to transcatheter pulmonary valve implantation after arterial switch operation: where is the limit? Authors: maria-teresa gonzalez-lopez, md; juan-miguel gil-jaurena, md; jose-luis zunzunegui-martinez, md; and reyes alvarez-garcia-roves, md the journal of thoracic and cardiovascular surgery, oct. 17, 2014 http://dx.doi.org/10.1016/j.jtcvs.2014.10.065.